Event description:
It was reported that the patient experienced bacterial infection while using the purewick female external catheter. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for bacterial infection. Per follow-up via phone on 11apr2022, it was reported patient had an infection was not related to the purewick catheter and they given antibiotics for treatment.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced bacterial infection while using the purewick female external catheter. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for bacterial infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced bacterial infection while using the purewick female external catheter. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for bacterial infection.